Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a14cm solero applicator. Post procedure, a burning smell was noted and the shaft, around the probe tip, looked impacted and the coating was visibly affected. Four total ablations had been performed percutaneously; 3 @ 100w for 6min each and 1 @ 100w for 2min. When the device was removed from the patient, it was noted to be melted and charred, below the tip. It was also reported that a biopsy probe was used prior to the ablation and the solero applicator was not removed and inspected between each ablation. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation, however, a video of the probe was provided showing the coating on the probe accordioned on the shaft, just proximal to ceramic tip. The customer's reported complaint description of coating issue/accordioned was confirmed via video of probe provided by end user, however, no probe sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause of coating issue is a result of the four ablations performed and the tissue being ablated; dfu states that, "each applicator may be used for up to three separate areas of target tissue for each patient". Similarly the burning smell was potentially the ablated tissue and not the probe device itself. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).